Manufacturer narrative:
(B)(4). Additional information was received that the patient¿s ipg was heating up and loses charge frequently. The patient also reported burning of skin. Database analysis revealed no anomalies.

Event description:
A report was received that the patient's scs system was no longer working and had malfunctioned. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient's scs system was no longer working and had malfunctioned. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient's scs system was no longer working and had malfunctioned. The patient will undergo an explant procedure.